Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (10 mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The catheter was observed to have a damaged tip after removal from the introducer needle during the pump implant procedure on (B)(6) 2017. All parts looked intact and a new catheter was implanted. There were no reported unusual signs or symptoms reported by the patient or hcp post procedure. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. The catheter was not implanted and would be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion was updated; code no longer applies.

Manufacturer narrative:
Analysis of the catheter, model#8781, serial# (B)(4), found damage/tear at the distal end of the catheter. Also, a bend in the guide were occurred in an area 0.5cm from the distal tip. There was also some damage to the individual windings of the quidwire. The catheter and guide wire damage which occurred during the implant procedure. (B)(4).